Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the cylinders not filling even after displacing/compressing the pump; the medium could not be drawn into the pump following the pump impacts. The patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump, and reservoir were implanted. It was reported that there were no patient complications associated with this surgery. Further information indicated that this was an attempted pump implant, but the pump needed to be replaced due to after moving/compressing the pump, the cylinders were not filing. A different pump was used to achieve the desired results.

Event description:
It was reported that due to the cylinders not filling even after displacing/compressing the pump; the medium could not be drawn into the pump following the pump impacts. The patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of cylinders, pump, and reservoir were implanted. It was reported that there were no patient complications associated with this surgery. Further information indicated that this was an attempted pump implant, but the pump needed to be replaced due to after moving/compressing the pump, the cylinders were not filing. A different pump was used to achieve the desired results.

Manufacturer narrative:
An allegation of "failure to cycle" was reported. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and multiple functional test failures were identified. These functional test failures would directly affect the functionality of the device and therefore confirm the failure to cycle allegation.